Event description:
It was reported by service report that the bed brakes could be engaged on either side but not disengaged as the brake pedal was spongy and had difficulty returning to the release position in the race track. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.